Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that her chair will not turn off and her speed button isn't working.